Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated an error indicating that internet access was required. The application crashed when it was attempted to check for updates. Troubleshooting steps were taken to include performing an uninstall and reinstall of the mobile programmer application, however when configuring the mobile programmer post reinstall it failed to update. Further troubleshooting steps were taken to include attempting to pair to another mobile programmer application, however the issue persisted. There was no patient involvement.